Event description:
It was reported that on literature review "medium- and long-term effectiveness of hip revision with sl-plus mia stem in patients with paprosky type femoral bone defect", two (2) patients had femoral stem subsidence after a revision thr procedure using an sl-plus mia stem. It is unknown if or how this was treated. Patients outcome is unknown. No further information is available.